Event description:
It was reported that, "dr (B)(6) was performing a reflex hybrid removal. He inserted the removal driver followed by the draw rod. He then proceeded to remove the screw with the draw rod broke off in the screw. The broken fragment was safely removed. The surgery was completed successfully with no delays."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.